Event description:
It was reported that multiple alerts for non-sustained lead noise due to post-paced t wave oversensing were observed. Reprogramming was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.